Manufacturer narrative:
Block b3: event date has been approximated based on the date the manufacturer became aware of the event, as no event date was reported. Block h6: imdrf device code a0406 captures the reportable event of stent kinked. Imdrf impact code f2301 captures the event of an additional device required (extraction balloon) to push the stent.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was attempted to be implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During the procedure, the physician stated a general complaint about the advanix pancreatic stent. The physician reported that the device was bending excessively and was difficult to advance through the scope. The physician used an extraction balloon to push the device. However, the procedure had to be completed by using another advanix pancreatic stent. There were no patient complications reported as a result of this event. Note: it was reported that an extraction balloon was used to push the advanix pancreatic stent with naviflex delivery system through the endoscope due to advancement difficulties. However, according to the advanix pancreatic stent instructions for use (IFU), the stent should be advanced over a guidewire using the delivery/pusher system provided with the device. The IFU also states that if resistance is encountered during advancement, the device should not be advanced until the cause of the resistance is determined and corrective action is taken. The use of an extraction balloon to push the stent through the scope is not described in the IFU; therefore, this technique is considered outside the labeled instructions for use.